Event description:
It was reported that the tip of the probe cover shredded when it was removed from the package and a hole was observed when attempting to apply it on the probe. No infection or patient injury or infection was reported.